Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Reflux (regurgitation) is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of reflux (regurgitation) as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Health professional reported the removal of a lap-band access port due to alleged "lost fluid." The "pt began to notice lack of restriction" and "lost fluid." The lap-band was "filled to 8.5" and when the pt "came back later [physician was] only able to get 4.0 fluid out." A fluoroscopy was conducted and "no leaks [were] seen on [the] report." The port was explanted and replaced. Follow up findings: health professional reported that the location of the leak is at the "port seal on [the] bottom of [the] port" and that a "blue ring from dye [can be seen] clearly on [the] explanted port." Follow up findings: the operative summary stated that the "pt is starting to regain weight" and is "having significant problems with reflux and epigastric distress." Also noted was that "methylene blue [was used] in an effort to determine the location of the leak. No tubing leaks or leak at the juncture of tubing and the access port were identified." After removal of the device, it was "reinjected with methylene blue revealing the typical leakage of dye on the back of the device at the 3.00 and 6.00 positions." Further follow up is being conducted, but info has not been received.